Event description:
It was reported that during the balloon check, the balloon was inflated unsymmetrically. It was determined that this product could not be used for the operation. The operation was continued with a different product and successfully completed with it. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The IFU instructs the user to slowly inflate the balloons. It is possible the balloons were over inflated or inflated too rapidly during manufacturing or pre-use check resulting in the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.